Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, on the third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, on the third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was microscopically and visually examined. There was blood and contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was a pinhole in the balloon located 8mm from the tip of the device. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon.